Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their ins replaced. When asked if they had their ins replaced due to normal battery depletion the patient stated that it was due to their ins being dead. It was asked when the patient noticed their battery died and they stated that it was dead in (B)(6) 2018. They stated that they did not get it replaced until now because they were busy taking care of their husband. They stated that it was almost 6 years old to the day it was implanted and they stated that they were told it would last 6 years. No symptoms were reported. No further complications were reported/anticipated.